Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. Imaging was challenging throughout the procedure. An xtw clip (40207r1010) was inserted and advanced into the right ventricle (rv). While in the rv, the clip became entangled in the commissure. Troubleshooting was performed and the clip was freed. The clip was then deployed without further issues. However, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (40207r1008) was inserted and deployed on the tricuspid valve. Unfortunately, after deployment, this clip detached from the septal leaflet and remained attached to the anterior leaflet. Tr remained at a grade of 3 and the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda cannot be determined. Image resolution poor appears to be related to patient and procedural conditions as imaging was reported to be challenging due to shadowing of heart tissue on the tricuspid valve. Tricuspid valve insufficiency/regurgitation appears to be due to the slda of both the implanted clips. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.